Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital via a case report form (crf) that the pt had a driveline infection. No cultures were taken, wbc = 5300.00, temperature 36.80c. Drug therapy was administered.

Manufacturer narrative:
The MFR was unable to conduct an investigation as the pt remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available. The manufacturer is closing its file on this event.